Event description:
Boston scientific received info that this right atrial (ra) lead dislodged. A lead revision procedure was to be performed where the lead was to be repositioned. No additional adverse pt effects were reported. As of today, available info indicates that this lead remains in service. No additional info is available. Should additional info become available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.